Event description:
It was reported that when the doctor tested this device prior to use, saline leaked from the pilot balloon. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien/medtronic reference (B)(4). A slit/cut in the proximal pilot balloon associated with contact with sharp objects was confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).